Event description:
It was reported the right ventricular (rv) lead exhibited a gradual rise in impedance on the low voltage portion of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments and analyzed. Visual analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implanted: (B)(6) 2006; product ID: d154atg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.